Event description:
On (B)(6) 2012, customer reported that the lh750 analytical instrument leaked. The leak was approximately 5 ml and it was not contained. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed the leak at the 5th port of the backwash manifold. Fse replaced the tubing and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).